Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
It was found membrane broken during the first use, after seven minutes into treatment. Blood flow rate 100ml/min. Tmp was 50 mmhg. No info concerning blood loss. No medical intervention necessary.